Manufacturer narrative:
(B)(4). Device analysis found that functional tests are showing the xvbr centerpiece can be expanded as intended. However, the inner moving part does not stop at upper position and can be completely removed from the body part. Observations are showing the two pins retaining the inner moving part into the body are sheared-off. Consequence: nothing prevents the inner part from moving away from the body. The broken pins have not been returned. The implant was found to be able to expand and release properly. However the retention pin have been sheared-off, this breakage can be attributed to over-loading of the pin due to loads applied in the distraction direction, consistent with over-distraction of the implant. The breakage of the pin might have created some small piece jamming the implant like reported by the customer. The broken pieces have not been returned, these parts are made of implantable titanium. The second, implanted device remains in the patient and was not available for return and analysis. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that during a corpectomy chordoma case with a right anterolateral thoracotomy approach, the surgeon used the vertebral body replacement device with a pair of endplates and filled with a calcibon paste. When the surgeon began distraction of the device, it did not work and both endplates were released. After three attempts, the surgeon explanted the device and changed the centerpiece for a new one, kept both endplates. With the second device centerpiece was not filled with cement and the distraction was only possible outside of the body with final impactation inside of the defect made with a hammer. No patient complications were reported.